Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
See mdrs 1036844-2014-00059 and 1036844-2014-00060 for the first and second kits used. It was reported the catheter was being placed into the right femoral of a (B)(6) male patient weighing (B)(6) in the picu. A third kit was opened and again the physician reported the spring wire guide had "gotten bent to pieces" as she tried feeding it back through the catheter. The wire was previously inserted through the needle. As a result, a 7fr catheter with a heavier gauge wire was used to complete the procedure. There was no delay in treatment and no patient death or complications reported. The sales rep noted that he met with the physician. The physician stated she typically inserts the wire and then feeds the wire retrograde back through the catheter. He instructed her to measure the external wire with the catheter so that the catheter can be fed over the wire as opposed to trying to slide the wire back through the catheter. It is not known if this will address the issue.